Event description:
Overinfusion, reportedly pt was supposed to get 8ml/hr insulin drip, however 100ml of a 50unit/100ml concentration infused in 4 hrs. Device was removed from service and sent to biomed. Initially reported as no pt harm, no medical intervention required, logs downloaded, nothing unusual found, device passed all functional tests. Set and solution bag are with device and will come in with it for exam. Add'l info rec'd in 2004 after device sent in indicates medical intervention was required at the time of the overinfusion, treatment not specified but blood sugar reportedly fell.